Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8001674, medical device expiration date: 12/31/2022, device manufacture date: 02/05/2018. Medical device lot #: 7086600, medical device expiration date: 03/31/2022, device manufacture date: 06/05/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked. It is unspecified when the leak was noticed. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR review for batch 8001674 (p/n 309605): manufacturing dates: 01/27/2018 to 1/28/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8001674 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no samples displaying the condition reported are available for examination. A root cause could not be determined.